Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were feeling stimulation all the way down their leg into their foot and their calf muscle was real sore. Caller stated they have an appointment with their healthcare provider (hcp) on thursday at 8am. Agent offered to walk caller through turning stimulation down to a comfortable level to see if that helps with the pain, patient declined and stated they will wait until their appointment with healthcare provider. The patient was redirected to their hcp to further address the issue. Additional information was received from the hcp on 2025-apr-04. They reported that the cause of the patient feeling stimulation all the way down their leg into their foot was unknown. The patient seems to have sensation down their leg on most programs. The hcp changed their rate and that really helped. The hcp also turned their stimulation down a bit. As resolution, the hcp already reprogrammed the patient. The issue was resolved. Additional information was received from the patient on 2025-apr-08. Patient reported they were having a strong sensation down their leg. They mentioned stimulation in different location. Patient mentioned it started when they were sitting and driving, they felt an electrical current going down the leg, but now they were having that sensation most of the time. Patient mentioned they already decreased the stimulation intensity but the sensation was still there. Agent advised to continue decreasing the stimulation to a comfortable level and reminded that the therapy should be felt only in the bicycle seat area. Patient decreased the stimulation intensity to a more comfortable level and will continue to monitor the symptoms and the strong sensation. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.